Event description:
Patient has successful implant in 2006. At a follow up visit five months later, the physician noted that the patient's left common iliac had thrombosed. The patient will be scheduled for a secondary procedure to resolve.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patients condition and operational context contributed to event.